Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 1) 32.0 mmol/l, 7.9 mmol/l, and 3.6 mmol/l; 2) 26.1 mmol/l, 8.0 mmol/l, and 6.1 mmol/l; 3) 32.1 mmol/l, 3.6 mmol/l, and 13.8 mmol/l. The comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.